Event description:
It was reported that the customer's insulin pump went dead and would not turn back on, despite multiple battery changes. It was further stated that the screen was cracked and the battery cap was worn. Customer's blood glucose was 238 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4).